Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had the intraocular lens explanted on (B)(6) 2017, due to a myopic shift of -3.0d (diopter). The intraocular lens (iol) was replaced with an iol of the same model, but a different diopter. It was mentioned that the patient did not have any contributing medical history. The patient was doing well when discharged. The incision was enlarged during the replacement. A vitrectomy was not performed. Visual acuity pre-op (pre-initial implant): 20/60-1. Visual acuity post-op (post-initial implant): 20/200 s: -3.00 c: +0.00 x: 0. Visual acuity post-op (post-replacement): 20/25-1 s: -1.25 c: +0.75 x: 19. Besviance, lotemax gel, prolensa were prescribed. No additional information was provided to abbott medical optics.